Event description:
It was reported by service report that the head section is coming detached and is unable to lock in the extended position. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Bearing cap on retractable head section.